Event description:
It was reported that the patient's high voltage lead impedance was out of range. The implantable cardioverter defibrillator was tested for high voltage lead impedance and the reading was normal. There were no known patient issues.